Manufacturer narrative:
A steris technician inspected the table, tested all functions, and found the table to be properly operating. The surgical table is not under steris maintenance contract and is currently maintained and serviced by the facility biomedical department. The operator manual clearly states to not disengage the table floor locks with a patient on the table. Specifically, pp 1-1 and 2-1 states "warning - tipping hazard- do not release floor locks while patient is on table", and on pp 2-3 "section 2.2.1 prevent possible tipping do not release floor locks while patient is on table". Additionally, a label present on the table base states "tipping hazard - do not release floor locks while patient is on table". In-service training on the proper use and operation of this table will be conducted on (B)(4) 2011.

Event description:
The user facility reported that hospital staff unlocked the table floor locks with a patient on the table and while rotating the table it started to tip. Hospital staff returned the table to level, locked the floor locks and completed the procedure without further incident. No injuries were reported to hospital staff or patient.